Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2026, an arteriotomy closure of the right common femoral artery was attempted with 2 prostyle devices using a 7f sheath after a percutaneous coronary intervention procedure. It was noted that the puncture site was around the femoral head, however, per the physician¿s opinion, it was not a high puncture. Reportedly, with both devices, removal of the plungers were met with resistance. Additionally, the feet would not retract. Various attempts were made, including advancing the devices further, in order to close the feet. Both plungers were eventually able to be removed. The suture remained within the first device [suture retrieval issue]. It was reported that a cuff miss occurred with the second device. Both devices were then withdrawn from the patient anatomy. Closure with the prostyle was abandoned. A non-abbott device was deployed, however, there was a malfunction with the balloon, therefore, an additional non-abbott device was required to achieve hemostasis. Angiography of the puncture site was performed, and no extravasation outside the vessel was observed at the time. Afterward, the patient complained of flank pain. Upon contrast imaging, extravasation was observed from the vessel wall opposite the puncture site. It is believed that vascular injury occurred, possibly from the posterior foot of the prostyle device; however, the exact cause remains undetermined. Balloon hemostasis was performed. A clinically significant delay was reported. Upon follow up, it was learned that the patient died of hemorrhagic shock on (B)(6) 2026. No additional information was provided.